Manufacturer narrative:
The investigation also confirmed that the cutting wire was broken at the coated portion and the broken section was melted and burned. The coating was missing for approx 9 mm from the broken point. There were no other abnormalities related to the breakage in the subject device. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope, and the exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. A part of the coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.", "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire of the subject device sparked and it was broken. The device was returned to omsc for investigation. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. The facility reportedly completed the procedure using another sphincterotome of the same model. There was no report of patient injury regarding this report.